Event description:
It has been reported that the system shut down and took multiple restarts to get the system to work as expected. The device was in clinical use at the time of the event. There was no harm reported to user or patient. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a treatment which was delayed, and customer reset system several times then issue resolved. The philips field service engineer (fse) inspected the system onsite and confirmed that the system lateral tube was not working at all receiving various errors no wedge unavailable spectral filter. Upon functional testing, the fse found defect in the collimator wedge hardware. To resolve the reported issue, the fse replaced the lateral collimator and calibrated the system. After replacement and calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.